Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to an excessive number of resets. The resets were reproduced during temperature chamber testing. The device tested normally at room temperature and warmer temperatures. The cause of the resets was an anomalous component on the hybrid that was sensitive to extreme temperatures. (B)(4).

Event description:
It was reported that during interrogation, before implant the device was found to be in back up vvi mode. The device was returned for analysis.